Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to place original pump into storage mode and return it using pre-paid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement device.